Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-feb-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the download was stopped at 1734. A technical support specialist (tss) dialled into station and medapp v1.6.1. Then checked the services and datasync log running fine. Then the fse checked the station performance cpu (centrall processing unit), disk, memory under idle and uptime it was 0 days. So, the fse opened the sql (structured query language) ssms (sql server management studio) and checked the database size and it was 1.7gb under threshold. Then the fse checked the datasync log and found out an error message, then the fse checked the local disk free space was c:\17gb and d:\70gb. After that the customer confirmed that the device working fine, and the drawer issue also fixed too. The system functioned as intended after the technical support specialist troubleshoots the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, nothing crossing over to machine and states that pockets not detected on bus. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.